Manufacturer narrative:
Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing agent reported that after the surgeon inserted an intraocular lens (iol) into a patient's eye, the lens was noted to be torn. The procedure was completed.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an non-qualified intraocular lens (iol). The lens model is only qualified for use in two cartridge models. The iol product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified handpiece and viscoelastic. The root cause is most likely related to a failure to follow the dfu. The account used an unqualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).